Event description:
A physician reported that on december 2, 1997 he implanted a pt in the right and left oral commissures. There was a greater than normal amount of post op swelling and bruising at both sites. He prescribed routine post op application of cold compresses to the sites for 2 days and head elevation while sleeping for three days. No pre, perior post op meds were prescribed. On december 5, 1997 he removed the external sutures and noted moderate amounts of bilateral bruising and swelling. On january 13, 1998 the pt reported redness, swelling, tenderness in the oral commissure that began approx january 8, 1998. On january 14, 1998 the physician assessed the proximal end of the left oral commissure as infected and prescribed oral erythromycin for one week. On january 16, 1998 the pt reported that the site was much improved and did not hurt any more. On january 19, 1998 the physician noted that the site appeared to be still infected: red, tender, edematous with serous drainage (onset date unk); he irrigated it with bacitracin solution and applied bacitracin ointment. On january 21, 1998 the inflammation, swelling and drainage subsided a little and the pt reported that the area felt less irritated; the physician again irrigated the site with bacitracin solution and applied bacitracin ointment. On january 23, 1998 the site still appeared infected; the same irrigation and ointment treatment was given and a 6 day course or oral vibramycin was prescribed. On january 26, 1998 the physician noted decreased amounts of serous drainage, redness and edema at the site. On january 27, 1998 he noted that symptoms of infection were improving. The pt was directed to complete the full course of oral antibiotic through january 29, 1998. On january 28, 1998 the implant was removed and discarded. No cultures were ever done on the site or the implant. He irrigated the explant site with bacitracin solution and applied bacitracin ointment. On january 30, 1998 the pt reported great improvement in the area with only a small amount of swelling remaining. On february 20, 1998 the physician noted full healing at the site. The physician planned to reimplant at a future date.